Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device upgrade procedure, the right atrial (ra) lead had inadvertently dislodged while the physician was explanting the right ventricular lead. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.